Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the device and the lead system was explanted due to infection. It was also reported that atrial noise was observed on the atrial channel prior to the surgery.